Event description:
Additional information reported the patient had no issues and was receiving effective therapy at the time of follow-up.

Event description:
It was reported that a patient had a shocking or jolting sensation. It was stated that the patient received a (B)(6) phone a month ago and had been getting shocked down the right side of her body from head to toes when using her phone. The patient reportedly did not get shocked when she put a book over the device. Refer to manufacturing report # 3004209178-2013-20710. Additional information was requested, but not yet received.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3389-40, lot# v002159, implanted: (B)(6) 2006, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387-40, lot# j0209882v, implanted: (B)(6) 2002, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. (B)(4).

Event description:
It was further reported from a company representative that the patient hadn't mentioned the issue to them and was doing "ok" with the therapy.